Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/19/2016 with the following findings: during investigation, the original complaint was unable to adequately investigated because of a blank screen due to moisture.

Event description:
On (B)(6) 2016, the reporter contacted animas and reported that call service alarm 078 had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.